Manufacturer narrative:
The customer cancelled the svc call.

Event description:
The customer reported that the 9900 sys had black images during a case. The procedure was completed with another sys. No pt injury was reported.